Event description:
The following has been reported: during provisioning pump problem alarm on startup. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The investigation indicated the pump problem alarm was due to positive leak test failures likely due to excess adhesive on the positive tank o-ring. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.